Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a crack on the patient line of a uv flash cycle set. This occurred during priming. There was no patient involvement. No additional information is available.